Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trm implantable cardioverter defibrillator, implanted: (B)(6) 2013; 419688 implantable pacing lead, implanted: (B)(6) 2013; 507652 implantable pacing lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the device was pacing below the lower rate due to t-wave oversensing of the right ventricular (rv) lead. The sensitivity of the rv lead was adjusted and the issue was resolved. The device and lead remain in use. No patient complications have been reported as a result of this event.